Event description:
This is filed to report an single leaflet device attachment (slda), intervention, worsened mr, and prolonged hospitalization. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 degenerative mitral regurgitation (mr). This was the first mitraclip procedure. One xtw clip was implanted and mr was reduced to grade <1. On (B)(6) 2023, a second clip intervention was required for worsened mr at grade 4 and a single leaflet device attachment (slda). The posterior leaflet detached from the previously implanted xtw clip. There was no observed damage to the valve caused by the clip. Another xtw was implanted to stabilize the slda and reduce the mr. Per the physician, the slda most likely occurred from a ruptured secondary chord caused by disease progression of the degenerative mitral valve disease and progressive dilatation of the left ventricle. Mr was reduced to grade 1. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet per the physician is related to patient conditions (ruptured secondary chord caused by disease progression of the degenerative mitral valve disease and progressive dilatation of the left ventricle). Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.